Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and stripped battery cap coin slot.

Event description:
It was reported the buttons on the insulin pump were unresponsive. Customer's blood glucose was 12.4 mmol/l. The insulin pump was not dropped or bumped nor exposed to fluids. The buttons were not pressed for three minutes or longer. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.